Manufacturer narrative:
H10: medical investigation conclusion: the reported staph aureus, elevated crp of 24.80 and the surgical findings of inflammation are all consistent with infection. However, without supporting relevant clinical information, the implantation report or the explant analysis, the root cause of the reported post-operative wound infection cannot be confirmed though staph infections are known to occur postoperatively inoculated from the skin or post op wound. The product evaluation indicated there is no evidence that suggests a direct link between the product used during the procedure and the allegation reported. Since it the patient is clinically improving, no further clinical medical assessment is warranted at this time. Result of investigation: part number and lot number were not provided. Product was not available, therefore evaluation was limited. If further information becomes available the complaint may be revisited. Instructions for use contain precautionary statements and recommendations for proper use of product and include specific use instruction. No evidence suggests a direct link between the product used during the procedure and the allegation reported. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the device. Recommendations are to read instructions completely prior to use. Bone quality must be adequate to allow proper placement of suture anchor. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Three year query of complaint history review indicated similar allegation for the family reported. Batch review was unattainable without a valid lot number reported. Sterilization record review was unattainable without a valid lot number reported. No evidence suggests product from this family did not pass requirements upon release for use. No root cause related to the manufacture of this device was confirmed. Further investigation is not warranted at this time. Allegation reported ¿the cause of the infection cannot be clearly determined at the moment. The patient is clinically improving.¿

Manufacturer narrative:
(B)(6).

Event description:
It was reported that an arthroscopy surgery was performed using a footprint anchor. The anchor was inserted into the patient; however, it was reported that the patient had a postoperative wound infection. The patient is clinically improving. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.